Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
The device blocked intraoperatively and did not trigger. The staple line was deployed but the device did not cut completely. An additional device was opened, and the op ended with no influence on surgery and pat. Safety. Procedure: appendectomy.